Manufacturer narrative:
Investigation summary: bd received a photo for investigation, which shows a device with the hub separated from the collar. Additionally, twenty retained samples were inspected for hub/collar separation and defective locking mechanism. The samples passed functional tests, as the safety shields were able to be activated properly with no signs of damage or device separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hub/collar separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred on an unspecified number of units. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred on an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown there were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.